Event description:
It was reported that approximately a month post implant the patient presented to the clinic with diaphragm stimulation on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2014. (B)(4).